Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed and delivered a second bolus and requested assistance from tandem technical support with cancelling the bolus delivery. At the time of the reported event, it was verified that the bolus had been completely delivered and was unable to be cancelled. Blood glucose (bg) level was 91 mg/dl. Reportedly, ice cream was consumed to ensure bg level remained within range.